Manufacturer narrative:
Correction to d9, the device was not returned. Correction to g2 to add the foreign country italy. Correction to h6 investigation findings. Additional information added to d10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event was the cv-190 device used with the subject device. In complaint with patient identifier (B)(6), it was confirmed that the cause of the event was not the clv-190 but the printed circuit board of the cv-190. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus that a "b30" error was generated after connection of the endoscope. The problem, as reported to olympus, was first identified during preparation for use; the problem reoccurred during the procedure. The intended procedure was a colonoscopy. A delay in procedure occurred in which the subject device was used, reported as 30 minutes and the time necessary to change equipment. The procedure was completed using equipment. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.